Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d1, d9, g3, g6, h2, h3, h4, h6, h11. Visual evaluation of the returned packaging confirmed that the outer cavity was punctured with cracks around the top and the inner cavity exhibited cracks/splits and stress marks with a crack propogated through the seal. The outer tyvek seal appeared to be intact. The device history records were reviewed and no discrepancies were identified. The root cause is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: france. H3: customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery it was noticed that an implant had damaged outer packaging and a cracked inner box. The implant was not used. Attempts to obtain additional information have been made; however, no more information is available at this time.